Event description:
It was reported the pt's ipg is depleted. The charger can no longer communicate with the ipg. A new charger was sent to the pt. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Additional info: 1627487-12192011-003-r.